Event description:
It was reported that this patient underwent a system revision a few days post implant, and during the repositioning of the right ventricular (rv) lead, the patient's pacemaker inhibited pacing. It was noted that noise patterns appeared on the programmer which inhibited stimulation despite the rv lead being screwed into the lead header. Asystole of no more than three seconds was observed. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Event description:
It was reported that this patient underwent a system revision a few days post implant, and during the repositioning of the right ventricular (rv) lead, the patient's pacemaker inhibited pacing. It was noted that noise patterns appeared on the programmer which inhibited stimulation despite the rv lead being screwed into the lead header. Asystole of no more than three seconds was observed. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.